Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the pump had to be replaced in (B)(6) 2018. They did a dye study when the pump was replaced. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2018-dec-20 indicated the pump was replaced because the pump "failed." The patient inquired if there were tests that could done to understand why the pump was failing. The patient spoke with hcp who told them there was no testing that could be done. No symptoms were reported. No further complications were reported.